Manufacturer narrative:
The samples were collected in a 13 x 100mm serum tube with a gel separator, and were centrifuged for ten minutes at 2500 rpm. The samples were analyzed from the primary tube through the cta (closed tube aliquotter). Qc had been within the established ranges. Service was dispatched on (B)(4) 2010 for this event. The field service engineer (fse) performed the routine system check, which failed. The fse performed a dark count test and inspected the wash carousel. One well was found to be dirty. The fse cleaned the wash carousel and performed another dark count test. This time all dark counts were within specifications. The fse also changed the duckbill and the fitting for aspirate probe #1. The fse performed a carryover test, which failed. A new sample probe was installed, alignments performed and the carryover test rerun. All testing passed within instrument specifications. The fse performed a high sensitivity system check and assay qc. All testing passed within specifications. Although multiple hardware issues were addressed, a definitive root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to a higher than expected prostate specific antigen (hyb-psa) result generated by unicel dxi 600 access immunoassay analyzer for one patient. The result was reported out of the laboratory, and questioned by the physician. Subsequent testing on a new sample produced a lower result that matched the patient's clinical presentation better. It is unknown if patient treatment was affected.